Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient received a line blocked alarm, so they changed their infusion site, and when the site was removed the cannula was found to be bent. Per reporter, the patient's blood glucose was unaffected, and the site change resolved the issue.